Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It¿s about a mismatch in implants by a hospital. Revision surgery. I was asked to attend and support a revision knee. Upon extraction, it was discovered that a size 6 pfc sigma cr left femur had been implanted in conjunction with a size 4 tibial component and a 4 x 15mm insert. This mismatch is not recommended in the operative technique (one up, one down). The original surgery was carried out at shepton mallet treatment centre and this is where the mismatch occurred. No delay to surgery. Doi: unknown; dor: (B)(6) 2021; unknown side.